Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer vendor told them bd would supply gloves to replace the ones missing from their foley catheter tray. Nobody at bd seemed to know how to make this happen. Customer stated that patient had a urinary tract infection and blamed the glove situation for this happening. Representative explained customer vendor was mistaken and pointed out the yellow label which stated they must supply their own gloves. It was unknown what medical intervention was provided.

Event description:
It was reported that customer vendor told them bd would supply gloves to replace the ones missing from their foley catheter tray. Nobody at bd seemed to know how to make this happen. Customer stated that patient had a urinary tract infection and blamed the glove situation for this happening. Representative explained customer vendor was mistaken and pointed out the yellow label which stated they must supply their own gloves. It was unknown what medical intervention was provided. Per follow up via phone on (B)(6) 2024, it was reported that customer was very upset because they received catheter kits with no gloves and they had to use non-sterile gloves for the patient. The patient got a urinary tract infection and was very concerned because of patient medical condition. Customer was told by their supplier edgepark medical that they could reach out to the manufacturer to receive sterile gloves to use. Customer stated that this was misinformation and was told by the manufacturer there was nothing they could do. Customer was expecting to receive another shipment within the next week or so. Customer was informed that the gloves are in the kits again and they should not have this problem going forward.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.